Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided. It was reported that this lead also exhibited failure to capture. The lead was returned and is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. A revision procedure was performed and the lead was explanted. A competitive replacement lead was successfully implanted. The explanted lead is expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. A revision procedure was performed and the lead was explanted. A competitive replacement lead was successfully implanted. The explanted lead is expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix mechanism was retracted with dried body fluid around the helix. Insulation cuts and melt marks were observed and most likely resulted from the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. A revision procedure was performed and the lead was explanted. A competitive replacement lead was successfully implanted. The explanted lead is expected to be returned for evaluation. No additional adverse patient effects were reported. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided. It was reported that this lead also exhibited failure to capture. The lead was returned and is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.